Event description:
It was initially reported that the zimmer skin graft mesher and gears on both cutters were worn and needed to be replaced. Through investigation of the device, it was observed the device had a bent comb. No additional clinical information was received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/03/2010 and was last repaired on 07/03/2012 for the same issue of the gears being worn. Inspection of the device displayed an excessively worn gear on the roller, the bushing was pushed out of the side plate and the gears on the cutters were worn. The device was outside of specifications on the left and right side. These cutters were determined to be damaged and non-repairable. The customer is a cadaver tissue bank which experiences heavy usage of devices. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.